Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results and historical data, the reported events are inferred to have occurred through the following mechanism: the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue due to problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The event can be prevented by following the instructions for use which state: should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic surgical device probe broke off during a therapeutic total laparoscopic hysterectomy procedure; the broken tip was retrieved outside of the patient. There were no reports of patient harm. The procedure was completed with an olympus back-up device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h4.